Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer had not reported the symptoms and treated with candy and cookies. Customer's blood glucose level was 38 mg/dl. Customer declined to troubleshoot for low readings. The insulin pump will not be returned for analysis.